Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the tip was detached from the delivery device. There was a small amount of tip still attached to the delivery device which was bent. The distal end of the deployment mechanism tubing was accordioned indicated that the user had some difficulty using the device. The mesh was stretched on both ends near the carriers. The opening on the distal end on one of the carriers was misshapen further corroborating that the user had difficulty while using the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a total laparoscopic hysterectomy, laparascopic sacropexy with davinci robot transvaginal taping procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the "tip of the inserting handle" broke off into the patient on the second side. The entire sling had to be removed to retrieve the tip. The physician made sure no part was left inside the patient. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a total laparoscopic hysterectomy, laparascopic sacropexy with davinci robot transvaginal taping procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the "tip of the inserting handle" broke off into the patient on the second side. The entire sling had to be removed to retrieve the tip. The physician made sure no part was left inside the patient. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.